Event description:
The manufacturer received a report indicating that a trilogy 100 ventilator was returned for service. There were no reports or allegations of patient harm or injury. The device was evaluated at a third-party service center. During the evaluation, the device failed the active exhalation purge valve test step. The device's active exhalation control module (aecm) was replaced to address the issue. In addition, unrelated to the reportable malfunction, the power cord clamp was missing, and the handle assembly and enclosure seal kit were damaged. Following the repair, the device passed all testing.